Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
Device malfunction: mislocation. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a physician attempted an arteriotomy closure using a starclose device after an unspecified procedure. The device did not "work properly" during the procedure, and the clip became stuck between the vessel locator and the delivery tube. There was no reported pt consequence. No add'l info available.